Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00485. The device is implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure using pod8s and pod packing coils (podj). During the procedure, the physician advanced a pod8 in the target vessel and decided to retract it because the pod8 was not forming in the vessel. However, while retracting the pod8, the physician experienced resistance and the pod8 coil unintentionally detached with about 40 cm inside the non-penumbra microcatheter. The physician then used saline to flush the detached pod8 into the target vessel. Next, the physician attempted to place a podj in the target vessel; however, the podj was not taking the intended shape and the physician decided to retract it. However, retracting the podj, it unintentionally detached with 30 cm of coil remaining in the microcatheter. The physician again used saline to flush the detached podj into the target vessel and the procedure ended at this point. There was no report of an adverse effect to the patient.